Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male pt with vital signs absent, the device was unable to obtain an ECG signal via electrode rads. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicated that there was any adverse effect to the pt due to the reported malfunction. Please ref medwatch report number: 1220908-2014-00779 for the first device used on the same pt.